Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number had been provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set filter "popped" during the infusion and then leaked. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint-(B)(4).